Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional/updated information regarding the reported event: the customer could not provide further information for the previous usage of the maryland bipolar forceps (mbf) instrument.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during central processing, the yaw pulley of the maryland bipolar forceps (mbf) was damaged. There was no report of patient involvement.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the yaw pulley of the mbf instrument was damaged, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps (mbf) instrument was analyzed and found to have charring and localized melting at the base of the bipolar yaw pulley near the tip. As a result, the electrode was exposed. The mbf instrument passed an electrical continuity test in all three attempts when the instrument grips were manually manipulated. The mbf instrument was placed and driven on an in-house system. The mbf instrument delivered energy with signs of arcing on three of three attempts. The complaint regarding the reported complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: thermal damage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.